Event description:
Please find enclosed an adverse event report concerning the following dm: catheter bd catenary 20g. Ref 386811. Lot 2238458. It has been retained and is available for collection and analysis. When opening the catheter to infuse the patient and checking the equipment before pricking, a small piece of plastic piece of plastic ¿hanging¿ from the plastic cannula.

Manufacturer narrative:
Our quality engineer inspected the photos and samples submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the samples showed no foreign matter. However, a piece of soft, transparent, gel-like substance was found on the inner wall of the needle cover. Based on the soft gel-like texture and appearance, it is most likely a piece of solidified lubricant. During assembly process, silicone lubricant is applied on the cannula and catheter surface to reduce the needle penetration and catheter drag force during product insertion. It was most likely that excessive lubricant was applied onto the cannula or catheter surface and aggregated to form the solidified lubricant. Currently, the machine parameters for cannula and catheter lube dispensing amount are controlled and checked during every shift start up. Due to the extremely low occurrence rate for excessive lubricant complaints in the past 12 months, this is most likely an isolated case. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 20gx1.25in winged bc had foreign matter on the cannula the following information was provided by the initial reporter, translated from french to english: please find enclosed an adverse event report concerning the following dm: catheter bd catenary 20g it has been retained and is available for collection and analysis. When opening the catheter to infuse the patient and checking the equipment before pricking, a small piece of plastic piece of plastic ¿hanging¿ from the plastic cannula.